Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure and med records were limited to the patient's peri-operative sticker page only. We have contacted the initial reporter to request additional info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's atty: on (B)(6) 2005 the patient was implanted with a bard/davol mesh during a pelvic prolapse anterior and posterior repair procedure. The atty's report alleges permanent injury, pain and suffering, and defective mesh.